Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for fecal incontinence. It was reported that stimulation that they had already gotten used to and weren¿t noticing anymore, they began feeling more strongly and intermittently after being hit in the buttock with a grocery cart. Patient reports today at the grocery store someone ran into them with a grocery cart into their buttock area near their implant incision. Plan with md is to interrogate their device at her post-op appointment on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va311k3, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va311k3, implanted: (B)(6) 2024 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue is resolved. The patient was evaluated by her medical team which included an impedance check which was within normal range, no impedance issues. The hcp provided local team with info that patient is doing well no issues.